Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed black screen and the station showed offline on remote support service (rss). The field service engineer (fse) tested the station and found no power, although the power supply fan bumped when power was applied. The fse began removing the pyxibus cables from the back of all drawers and identified auxiliary drawers 2 and 5 as the source of the issue. The fse replaced the module controller and two older style drawer controller printed circuit boards (pcbs), then tested the drawer using the hardware test application and configured the drawer in the pyxis application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed black screen and the station shown offline on remote smart service. The customer rebooted the station and also unplugged and reconnected the power cable, but the issue still persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.